Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was eos, 14 charge processes had been documented. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values in eos mode. The eos mode was reset with a technical programmer. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process, which was aborted, which was, however, due to the already severely discharged battery. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. A discharged battery was found. The electronic module was then connected to an external voltage source and underwent an electrical function check. The current uptake of the electronic module was tested and proved to be unremarkable. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the module reacted according to specifications with a defibrillation shock. The specified energy level was reached. The current uptake of the electronic module under load continued to be unremarkable. The battery was returned to the manufacturer for a destructive analysis. The battery was opened. During the visual examination, a defect separator was noted between a pair of adjacent electrodes. This impairment allowed an increased internal self-discharge, which has contributed to the premature battery depletion. In summary, during the analysis of the ICD, premature battery depletion was detected. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be ok.

Event description:
Ous MDR - after an implantation time of about 27 months, it was reported that the ICD had reached eri. During the revision, a superficial insulation defect was detected on the ra lead (about 10 cm below the connector). It was glued with silicone adhesive and sheath and remains implanted. No deterioration of the patient's state of health was reported.